Event description:
It was noted that less than a week prior to reporting the patient was not sure if the stimulation was on, off, or indifferent. The patient stated that he did not know if the device malfunctioned; the patient did not feel anything. It was noted that if the patient lied down or moved into a certain position the patient usually felt a tingly feeling and did not feel anything at all. It was noted that the patient stated that all he felt was the dull numbness going down his back. It was noted that the patient also had pain locally in the area where the device was implanted. It was noted that the device had not been checked since 2010. It was noted that the patient was not able to adjust stimulation. It was noted that the patient was getting all three indicators lights on back of the programmer. It was noted that the patient was getting a green light and no triple beeps. It was noted that the patient stated that he was doing this before and thought maybe it had to do with the lead. It was noted that the last time the patient adjusted the stimulation up the patient got a ¿whopper of a shock.¿ it was noted that the patient continued to increase up around 20 clicks and was not feeling anything. It was noted that the pain was not as bad because it was summer and the patient was able to get around. It was noted that the patient stated that he ¿would like this thing inside my body to work.¿

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3887-33, lot# j0526949v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).